Event description:
The clinic reported that a pt treated for prk enhancement approximately three yrs after a lasik vision correction presented with ctk (central toxic keratopathy) in the left eye (os) at the two week post op exam. Pt¿s current bcva in the os eye is 20/60. The pt is currently being monitored.

Manufacturer narrative:
(B)(4). An amo field service tech examined the system at the customer location and performed a full checkout of laser. The system meets device specification. No issues were found with the operation of the equipment that related to the pt outcome. Central toxic keratopathy (ctk) resolves after a prolonged period of time and is not usually treated.